Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failure and unable to close. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 27-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) identified that the pyxis bus cable was cut due to the rails of drawer 4.1 protruding. The damaged pyxibus cable was replaced, which restored power to the station. Once the replacement drawers for 4.1 and 4.2 became available, both drawers were replaced due to the defective rail on 4.1. After installation, diagnostics acceptance tests were performed, confirming all pockets opened, closed, and were detected on the bus. The system functioned as intended after the field service engineer repaired the device.